Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) diverted therapy during induction testing, while the patient was in ventricular fibrillation (vf). Attempts to deliver a stat shock were also diverted and resulted in an 'interrogate faults' error message. The patient was externally rescued and a new device was implanted without further incident. Review of device memory from the recorded episodes noted 'high voltage' error messages. The ICD was returned to guidant for laboratory analysis.